Event description:
User was walking outside and the frontfork breaks. No one knows what happened during the break of the frontfork. The user was walking in an area with small stones and uneven surface. Nothing happened to the user during the break of the frontfork - it seems that the user didn't even fall during the break.

Manufacturer narrative:
The futura is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged event occured in (B)(6) and involved a device sold in (B)(4).